Event description:
Information was received indicating that a patient who had just received a new smiths medical cadd-legacy duodopa ambulatory infusion pump accidentally used the old pump to administer a morning dose and then subsequently put on the new pump and administered a second morning dose. Per reporter the programmed morning dose for the patient was 17ml. Reported indicated that the pump was programmed correctly. It was reported that patient could not walk. It was reported that patient stated he was well at the time of reporting the incident the following day.